Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient encountered infusion set cannula was kinked on 07-may-2024 after 3 or more hours of insertion. Insertion site was abdomen. Patient regularly rotate site location. Infusion set has been used for 1.5 days. Furthermore, customer confirmed the introducer needle was ahead of the cannula prior to insertion. The blood glucose was high. Therefore, patient was treated with correction injection via mdi. Customer changed supplies as necessary and resumed insulin therapy. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.